Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin result was due to a damaged wash 1 lid cover connector and vent valve. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant advia centaur troponin result was obtained on a patient sample. The result was reported to the physician(s). The sample was repeated and the corrected result was reported. It is unknown if there was patient intervention. There was no report of adverse health consequences due to the discrepant troponin result.